Manufacturer narrative:
All of the results were obtained using a 1/100 dilution. The unit of measure was provided as miu/ml. The investigation did not identify a product problem. The cause of the event could not be determined due to the limited amount of information provided. Medwatch fields d1-d4, g1, and g4 were updated.

Manufacturer narrative:
The reagent lot number was 70917400 with an expiration date of 30-sep-2024. A general reagent problem was not present, as the qc prior to the event was within ranges. The investigation is ongoing.

Event description:
There was an allegation of questionable hcg+beta elecsys results from the cobas e411 disk analyzer. The initial result was 54000. After reporting the result to the clinic, it was found that the test results did not match the patient's symptoms and the historical result of 260000. The repeat result was 240000. No unit of measure was provided.